Manufacturer narrative:
Per tandem's user guide: "insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32.3 mmol/l with moderate ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Reportedly, insulin was not at room temperature. Customer administered manual injections to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids, glucose and potassium infusion. Customer was not released from the hospital at time of event. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing and infusion set cannula in use at the time of event.